Event description:
Spontaneous call from patient reporting that one of ms3 serial number (B)(4), ex: 7/19/22 pumps screens got smashed by the door. The device is still functional but hard to see on the screen. A new replacement pump is added to the order. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available for investigation? Yes, did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, what is the outcome of the event? Resolved? Ongoing? Ongoing. Reported to (B)(6) by pt/caregiver.